Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
A physician commented that for all brady and tachy leads, during extraction, it is difficult to extract the screw for chronic cases. It is difficult to get the screw out of the tissue and not sure if infection has an impact. No specific patient or lead information was provided.